Event description:
It was reported by service report that the top cover had a hole in it and a stain was found on the bottom side and the fluid also stained the cell assembly. The customer reported that they did not know if there was patient involvement or if there were adverse consequences to report.